Manufacturer narrative:
Patient information was unavailable from the site. Report source foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the ratchet handle broke. There was no delay to the case. No impact on patient outcome.